Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient's remote home monitoring system detected the presence of a shock impedance measurement of greater than 125 ohms. Boston scientific technical services discussed potential trouble-shooting options. Additional information was requested but none was received. There were no adverse patient effects. The system remains in service.